Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were reproduced while running a loaded set. The alarms were confirmed during a review of the event history log. Evaluation found the upstream sensor readings to be out of specification (low). The upstream sensor was replaced to correct the condition. Add'l info: low readings.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.